Event description:
It was reported that the patient presented in clinic. Interrogation noted that the pacemaker exhibited post-sensed t wave oversensing. Programming changes were performed. The patient was in stable condition.